Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: sample ID (B)(6) - male patient. Customer reference range male: < 34 ng/l. The initial result was result was 198.1 ng/l. The sample was repeated and the results were 16.9 and 17.3 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
H6 - adverse event problem: d code corrected.

Manufacturer narrative:
The architect i2000sr, serial # (B)(6) was evaluated, and it was determined that the sample probe required replacement, which resolved the customer reported event. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional complaints associated with the customer reported event. A review of tracking and trending did not identify an increase in complaint activity for the architect i2000sr, serial # (B)(6) or arc, probe with regards to the customer reported event. A review of the manufacturing documentation did not identify any issues for the arc, probe as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported event. Based on the available information, no systemic issue or deficiency was identified for the architect i2000sr, serial # (B)(6) or arc, probe.

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: sample ID (B)(6) - male patient. Customer reference range male: < 34 ng/l. The initial result was result was 198.1 ng/l. The sample was repeated and the results were 16.9 and 17.3 ng/l. There was no reported impact to patient management.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1 patient identifier: complete sample ID is (B)(6)

Event description:
The customer reported falsely elevated architect stat high sensitive troponin-I and provided the following data: sample ID (B)(6) - male patient. Customer reference range male: < 34 ng/l. The initial result was result was 198.1 ng/l. The sample was repeated and the resutls were 16.9 and 17.3 ng/l. There was no reported impact to patient management.